Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was 265 mg/dl. The customer reported that the insulin pump was not working. The customer stated that they were stuck in rewind. It was reported that the insulin pump did not exit the rewind. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.